Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the sars-cov-2 was reported against the bd max instrument catalog number 441916, serial number (B)(6). The complaint is confirmed. Heater mux was replaced and readers were normalized. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, previously investigated complaints with similar issues, and related customer complaint data. No new risks, trends, or hazards were identified based on this investigation. There is an open CAPA (1632720) for max result complaints. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that instrument max clinical reported false positives for the covid assay. Upon repeat testing the samples were negative. There was no change of treatment to the patient.

Manufacturer narrative:
Additional 510k number: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that instrument max clinical reported false positives for the covid assay. Upon repeat testing the samples were negative. There was no change of treatment to the patient.